Event description:
It was reported that a vsp spine system gear shift probe experienced tip breakage during a procedure. The tip was retrieved from the patient with no harm or adverse consequences.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned vsp probe ¿gear shift¿ noted that the fracture was located at the probe¿s distal tip. The second half of the distal tip was not returned for evaluation. Device was then sent to the lab for a fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the part. Results show evidence of plastic deformation propagating from the crack indicating a failure due to bending overload. No material defects or other abnormalities were observed in this analysis. A review of the device history record could not be conducted as the lot number was worn off and illegible; therefore, without the lot number, a review of the manufacturing records cannot be completed. A 12-month review of the complaint trend analysis for the vsp probe ¿gear shift¿ was conducted on the specific code as the device product family does not exist for this instrument. It was noted that there were no related complaints for issues of this nature. The root cause of the vsp probe ¿gear shift¿ distal tip becoming fractured cannot positively be determined. However, the fracture analysis show evidence of plastic deformation propagating from the crack initiation site to the potential fracture termination site indicating a failure due to bending overload. No corrective action/preventive action (CAPA) is required at this time as we are unable to positively identify the root cause. Therefore, this complaint will be closed with no further action required.